Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle detached from the suture. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The actual device was received for analysis as a paper lid, an empty winding former and a dispensed suture of product code y489. During the visual inspection of the suture , the end is severely cut, resulting in a clip off defect. In addition, the needle was not returned. Per the sample condition the assignable cause of the performance pull off suture needle, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4).